Manufacturer narrative:
(B)(4). Batch # r5a212. Investigation summary: the analysis results showed that one ecr60d cartridge reload was returned unfired with 4 double driver out of position, making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from right proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. It was reported that: packaging device matter. Upon visual inspection of a video, the following was observed: the video shows an opened package with a gold reload inside it, the user removes the reload of package and it can be seen a white foreign matter stuck in the middle of knife channel. Also, it was noted the pan cartridge was noted partially dislodged from left side. Based on the video alone the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during low rectal resection surgery, opened the packing, noted the staple drivers were damaged and the pan detached from the reload. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.